Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results testing was unable to duplicate the complaint during the investigation. The daily insulin delivery totals add up correctly and reflect the users programmed basal rates showing the pump was delivering accurately up until the last date. Pump passed a 29hr flow accuracy test successfully, . The daily insulin delivery totals add up correctly and reflect the users programmed basal rates showing the pump was delivering accurately up until the last date. Pump passed a 29hr flow accuracy test successfully. Unrelated to the complaint, a slight pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient woke that morning with elevated blood glucose (bg) of 238 mg/dl without reported symptoms suggestive of hyperglycemia. The reporter stated, the site/set was changed at that time with no issues noted. The reporter stated, the patient¿s bg continued to elevate throughout the afternoon, even after three additional site/set changes. The reporter was unable to identify any issues with the site/set during this time. The reporter stated that by dinnertime that evening, the patient¿s bg was elevated to 385 mg/dl without symptoms suggestive of hyperglycemia. The reporter stated, the patient received a bolus injection of fast-acting insulin as treatment for the elevated bg. The reporter denied the patient had new/different activity, diet, medication or stressors. Review of the insulin pump by animas customer technical support (acts) revealed all settings to be programmed as intended for the patient. The time and date on the pump were verified as correct. All bolus histories in the pump correctly reflected the patient¿s usage. There were no recent alarms in the pump history. The reporter stated that the patient¿s healthcare provider (hcp) had been contacted regarding the patient¿s bg issues and the hcp reportedly stated they would like the patient¿s pump to be replaced due the current bg elevation issue. The patient has reportedly discontinued insulin pump therapy (ipt) and begun on backup plan per the hcp. This complaint is being reported because, the patient experienced elevated bg while on ipt and the hcp has requested the insulin pump be replaced as a result.